Manufacturer narrative:
(B)(4).

Event description:
Procedure type: oophorectomy. According to the reporter: a piece of the rubber seal fell off during trocar insertion. A piece of the trocar fell into the pt but was able to retrieve it. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.